Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system. This report references patient #1. Subsequent analysis of the patient sample, on the same analyzer, recovered a lower result, within the normal reference range. The erroneous result was released out of the laboratory and questioned by the physician. The patient was admitted to the emergency room (ER) and discharged the following day once the lower result was obtained. It is unknown if patient treatment was impacted. There has been no report of current patient outcome at present.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer indicated troponin I calibration was performed on (B)(4) 2012. The calibration curve passed as accepted and had satisfactory percent coefficient of variation (%cv) of less than 4.00%. Routine system check, also performed on (B)(4) 2012, passed within instrument specifications. Ten and five replicate precision analyses were also performed utilizing a sample at the low end of the assay's reportable range. All results were within the precision claims of the assay. Patient samples were collected in becton dickinson (bd) lithium heparin plasma tubes centrifuged in a stat spin centrifuge. The customer indicated two levels of quality control (qc) data had been performing within the laboratory's established ranges from (B)(4) 2012. Further review of the customer-supplied data indicates discrepant creatine kinase-mb (ck-mb) results (1.9 and 1.1 ng/ml), within the normal reference range. There was no indication the ck-mb results were utilized to make hospital admission decision for the patient. This medwatch report is related to MDR 2122870-2012-01948.